Manufacturer narrative:
Approximate age of device - 4 years 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had an ldh greater than 1300. A pump exchange was planned from hm 2 to hm3. The patient had the pump exchange conducted on (B)(6) 2018. Additional information provided on (B)(6) 2018 stated that the date of onset for the elevated ldh was (B)(6) 2018. Patient was treated on (B)(6) 2018 with heparin infusion and the patients ldh decreased. The patient returned on (B)(6) 2018 with ldh greater than 1300. A heparin infusion was started on (B)(6) 2018 and the pump exchange was conducted on (B)(6) 2018.

Manufacturer narrative:
Investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas. Additionally, evaluation of the heartmate ii lvas confirmed internal driveline (dl) wire damage. This damage could have contributed to the pump stops and low speed events that were confirmed if it was present at that time. The pump was returned assembled with the driveline (dl) cut approximately 10.75¿ from the pump housing and 28.5¿ of the distal end was also returned. A previous driveline repair was present on the distal end of the driveline, approximately 20.5¿ from the controller connector. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft and outflow graft bend relief were each returned detached from their hardware. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump, visual examination of the rotor revealed that a white, tissue-like thrombus formation was loosely seated between two of the rotor blades. The deposition was denatured, suggesting that it was present while vad-54956 was supporting the patient. The origin of the formation and duration of time that the formation was present in the pump could not be determined. Examination of the proximal side of the outlet stator revealed an additional thrombus formation that was surrounding the outlet bearing ball and partially occluding the blood flow path through all three stator vanes. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. The origin of this deposition could not be determined; however, its areas of denaturation and concentric contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that it was present while the heartmate ii lvas was supporting the patient. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, they could have contributed to the patient's elevated ldh. Upon removal of the observed thrombus formations, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual examination of the pump-end segment of driveline revealed a breach to the insulation of the orange wire, approximately 9¿ from the pump housing. The orange wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The low speed hazard alarms, low flow hazard alarms, and pump stops that were confirmed through the analysis of the patient's log file could have resulted from a short to ground if the damage was present at that time and the exposed conductors of the orange wire contacted the braided shield while the patient was supported by the power module. No further information was provided. The manufacturer is closing the file on this event.